Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed far r-wave over-sensing and noise reversion episodes on the atrial device. No intervention was performed. There were no patient consequences.